Event description:
It was reported that the right atrial (ra) lead dislodged during open heart surgery and the lead was sutured to the atrial wall at that time. Since then the lead had been non-functional. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.